Event description:
Pt admitted for sleep apnea with questionable ent problem or procedure. Parent administering acetaminophen with codeine liquid using a 5 ml luer-lock IV syringe to pt due to pt anxiety with staff presence. Parent reported having difficulty administering med; forgot to remove cap from syringe. They then realized that they shot the cap down pt's throat and notified the nurse. Ent house officer notified; chest x-ray done. No abnormalities noted. Pt discharged later that day without complications.

Event description:
Add'l info received from MFR 3-19-03: in light of the evolving info being made available about the hazards associated with the use of hypodermic syringes for the delivery of oral medications, bd has taken three key steps over the past year in an effort to reduce the risks associated with hypodermic syringe tip caps: 1. Increased visibility of tip caps for hypodermic syringes. While oral syringe tip caps are usually colored/tinted, and shaped for visibility, hypodermic syringe tip caps have traditionally been small, translucent and inconspicuous, similar in color to the syringe body. In january 2002, bd changed its hypodermic syringe tip caps from clear to blue to make them more visible and thereby less likely to be mistaken for a permanent part of the syringe. 2. On october 10, 2001, bd issued a safety alert to more than 150,000 healthcare professionals advising clinicians of the risk of the tip shield coming off in the pt's mouth, should the tip shield be left on while medication is administered orally. The letter urged healthcare professionals not to use hypodermic syringes for the administration of oral medications, and to discourage their use by pts and pt families. The letter stated clearly that if a clinician advises a parent to deliver oral medication via syringes, only oral dosing syringes should be used. 3. In january 2003, bd will become the first major syringe manufacturer to re-engineer its hypodermic syringes to remove syringe tip caps altogether, thus eliminating completely the risk of tip caps from hypodermic syringes becoming choking hazards.